Manufacturer narrative:
(B)(4). Returned test strips expired / wrong lot. Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 80 to 120 mg/dl. The customer reported symptoms of lightheadedness. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and reported symptoms. The storage of product is not verified. The test strip lot manufacturer's expiration date is 11/21/2016 and open vial date is not known. The meter memory recalled for fasting test results performed (date / time not set): 1:lo (B)(6) 2015 05:58pm . 2:lo (B)(6) 2015 05:55pm . 3:lo (B)(6) 2015 05:37pm . 4:48mg/dl (B)(6) 2015 06:08pm . 5:109mg/dl (B)(6) 2015 12:58pm.